Event description:
The customer reported a speaker malfunction that occurred on one of 5 intellivue multi measurement server x2 monitors. It was stated that the device had no sound. No pt harm was reported.

Manufacturer narrative:
Pr#: (B)(4).: a f/u report will be submitted upon completion of the investigation.